Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first four staples appeared to be misaligned. Upon functional inspection, the misalignment of the first four staples prevented the remaining staples from consistently firing correctly. The device was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. Although a lot number was not reported, a potential lot number (73h2301198) was found through the sales history. (B)(4).

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, he/she replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".